Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that immediately post implant, the pulse generator exhibited noise on the atrial channel. The device reverted to asynchronous pacing.